Manufacturer narrative:
(B)(4). The insulin pump was received with a blank display due to the battery connector not being plugged in properly to b1/ib. The battery connector was reconnected. The pump was received with normal operating currents and no unexpected off no power, low battery, battery out limit, or failed battery test alarms during testing. The pump passed unexpected restart alarm error and displacement tests. The pump had a minor scratched lcd window. There were cracks on the battery tube threads and reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump stopped working. Customer blood glucose reading was 365 mg/dl. The insulin pump did not have any damaged. The insulin pump was dropped. Insulin pump was returned for analysis.